Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there were several device-related issues. The catheter experienced steering and deflection problems, and the array was inverted. The extension knob could not be advanced beyond half its range, and the loop array was not extended. The physician had to exert significant force to fit the catheter into the sheath. Upon inspection outside the patient, one of the splines appeared bent and inverted, raising concerns about whether this deformation was preventing the extension knob from functioning properly or if it was caused by forcing the loop array into the sheath in a non-extended configuration. The procedure was completed without any reported patient symptoms or complications.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012547400 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues, with the threaded guidewire extended 3 inches from the tip of the catheter. The shape of the array appeared normal, with no unusual features. The capture device had a normal shape, showing no damage or unusual features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. X-ray imaging revealed entangled electrode wires inside the shaft at the distal end. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was restricted at the middle of the movement. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The catheter was reprogrammed before connecting to the generator via a cic, and therapy deliveries passed successfully. As received, the shaft, the guidewire lumen, and the guidewire assembly were cut just proximal of the dual lumen. The guidewire was retracted from the distal end with slight resistance. The electrode wires were observed wrapping around the guidewire lumen at the distal end. Dried blood and saline were observed on the wires. A kink on the guidewire lumen was observed 5.5 inches from luer. In conclusion, the reported array kink was confirmed during analysis. The catheter failed the returned product inspection due to a kink and breach on the guidewire lumen, entangled electrode wires, and secondary jacket abrasion on the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.